Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set was leaking in the tubing on (B)(6) 2025. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 5394003 have already been previously tested for visual inspection and additionally for flow and leak in the database 1599235 on 02/jan/2023. All test results were within specifications as per the test report database 1599235 test report. Device history record (DHR) review: the lot 5394003 was manufactured according to the work instruction (wi) version 66 manufactured in the machine multivac 09 and 12, on 25/jul/2024, with a total of (B)(4) units. Assembly: the lot 5397564 was assembled according to wi 4905245 version 23 on-line inspection for assembly of quick set on 25/jul/2022, with a total of (B)(4) units. Glue-tubing lot: the lot 5396576 was manufactured according to the wi version 37 manufactured in the machine mp04, mp05 and mp08, on 18/jul/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 17-jun-2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors and lot 5394003 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: on the investigation on reference samples, no issue were found related to leak in tubing connectors, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.